Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported hyperglycemia treated with manual injection/insulin pen and insulin pump. Troubleshooting was performed and it was found that customer was not delivering meal boluses. The customer also received a "high sg" or "auto mode max delivery" alert. The customer entered a blood glucose but system did not calculate a correction bolus. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. The product will be returned for analysis.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08675 inches. Successfully downloaded the trace and history files using thump and carelink upload was successful. No under-delivery anomaly was noted during testing. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, fading serial number label, pillowing keypad overlay, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. The pump passed all functional testing. Under-delivery and high bg anomalies are not confirmed. The pump history file lists 190 boluses on the event date, 1/28/2024. Please see below for the first 10 boluses listed on the event date, 1/28/2024: on 01/28/2024 00:06:15.000 normal bolus delivered (220) bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 250 (0.025 u) bolus amount delivered: 250 (0.025 u). On 01/28/2024 00:11:15.000 normal bolus delivered (220) bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 250 (0.025 u) bolus amount delivered: 250 (0.025 u). On 01/28/2024 00:16:17.000 normal bolus delivered (220) bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 250 (0.025 u) bolus amount delivered: 250 (0.025 u). On 01/28/2024 00:46:15.000 normal bolus delivered (220) bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 250 (0.025 u) bolus amount delivered: 250 (0.025 u). On 01/28/2024 01:26:19.000 normal bolus delivered (220) bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 500 (0.05 u) bolus amount delivered: 500 (0.05 u). On 01/28/2024 01:31:17.000 normal bolus delivered (220) bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 500 (0.05 u) bolus amount delivered: 500 (0.05 u). On 01/28/2024 01:36:17.000 normalb olus delivered (220) bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 500 (0.05 u) bolus amount delivered: 500 (0.05 u). On 01/28/2024 01:41:17.000 normal bolus delivered (220) bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 500 (0.05 u) bolus amount delivered: 500 (0.05 u). On 01/28/2024 01:46:17.000 normal bolus delivered (220) bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 500 (0.05 u) bolus amount delivered: 500 (0.05 u). Cl1 micro bolus (5). Normal bolus amount programmed: 500 (0.05 u) bolus amount delivered: 500 (0.05 u). There were no auto suspend events on the event date, 1/28/2024. Please see below for the user suspend events on the event date, 1/28/2024: on 01/28/2024 07:33:25 insulin delivery stopped (30) reason for insulin delivery suspension: user suspended (2). On 01/28/2024 14:00:45 insulin delivery stopped (30) reason for insulin delivery suspension: user suspended (2). On 01/28/2024 21:59:58 insulin delivery stopped (30) reason for insulin delivery suspension: user suspended (2). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.